Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The pump was set to deliver 96 milliliters however the actual amount delivered was 76 milliliters. No adverse patient effects were reported.

Manufacturer narrative:
One sample was returned for evaluation. Examination showed no abnormalities. The device met with specifications during delivery testing. The reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly, manual cleaning and inspection. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled.